Event description:
The following descriptions of the event were copied from a mda adverse incident report from the medicines and healthcare products regulatory agency (mhra) reported to carefusion (B)(4) on (B)(6) 2012 and relayed to carefusion (B)(4) via e-mail. "Pt being ventilated on simv mode and was on muscle relaxant drugs. The ventilator was indicating that the child was breathing spontaneously, but when the pt was put onto manual hand bag ventilation the pt was not making any respiratory movements at all." "The ventilator was tested and re set up whilst the pt was being hand bagged. This did not rectify the problem, so the ventilator was taken out of use and a different ventilator was used which showed correctly that the pt was not breathing for himself." The following add'l info concerning the event was copied from an email received from the user facility on (B)(6), 2012 that was in response to an email sent by carefusion (B)(4) seeking add'l info. "I was told vent in simv mode and pt was sedated and vent giving triggered breaths. When I checked the vent, I was unaware of incident. I setup the vent on default paed with test lung on a/c mode (no flow sensor fitted) and triggered breaths given when flow trig at 1.5 and below. At 1.6 and above controlled breaths were given. On other vents I tried with same lung and circuit and flow trig could go down to 0.2 before triggered breaths were given. I checked the calibrations of the insp pressure, exp pressure and exp flow, all these were ok."

Manufacturer narrative:
Event codes were derived based on info provided by the user facility via an mda adverse incident report form that we received from the mhra via our (B)(4) rep and written response to an e-mail from carefusion requesting add'l info. (B)(4). Carefusion is in the process of trying to coordinate with our business partner in the (B)(4) for one of their service representatives to visit the user facility and evaluate the device. Once the eval is completed, a f/u medwatch report will be submitted.